Event description:
It was reported that a malfunction alarm with code malf 12 occurred, accompanied by fault ID 0x2071. There was no adverse impact to the customer's blood glucose level. Technical support provided assistance in resetting the pump and confirmed that the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue reappears, which the customer understood and acknowledged.